Event description:
Additional information was received on 29jul2024: the patient with obesity (81 kg), type 2 diabetes, hypercholesterolemia, ischemic heart disease, was admitted in the cardiology unit and underwent a percutaneous coronarography and angioplasty by left common femoral artery (cfa) access. The arterial puncture, without complication, was echo guided, followed by a femoral fluoroscopy for control. It was decided to close the access with a 6 french angio-seal. A pre-deployment angiogram was not performed. Over a 0.035 teflon guidewire, they exchanged the 6 french procedural sheaths with the closure device sheath. The dilator was regularly removed, the angio-seal was inserted, and after checking the correct position, the anchor was deployed. During the withdrawal of the device, it was noticed an unusual resistance and the patient referred inguinal pain. They were unable to remove the device even after rotation. They performed a vascular echography, then decided for the surgical withdrawal of the device. The surgery was performed on the same day, and the device was successfully removed. A drainage tube was left and removed on the second day. No significant hematoma was noted; however, a mild drop of the hemoglobin was observed (10 g/dl vs 11.6 g/dl prior the pci). The patient did not experience any other complications and was discharged on the third day.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to sections a2, a3a, a4, a5, a6, b5, b6, b7, d6a, d6b, h6: clinical code, h6: impact code, and h6: medical device problem code.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E2: health professional: unknown. E3: occupation: unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that at the end of the coronary angioplasty procedure, when the femoral access closed, the device remained stuck inside the artery, with the need for surgical removal in the operating room. The patient was harmed.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned device included the hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked and the anchor was deployed from the distal tip. No damage or issues were identified. Functional testing was performed by attempting to pull the anchor and deploy the components. However, the suture broke during the process, and the components were unable to be deployed properly. The carrier tube hub was subsequently opened to further examine the suture, and the component was found to have been undeployed within the device housing. Functional testing was continued by attempting to deploy the spooled component; however, the suture broke again during deployment testing and was unable to be deployed properly. The complaint was confirmed for a withdrawal issue. The exact root cause cannot be determined. The likely cause was determined to have been suture lockup resulting in a device withdrawal issue requiring surgical intervention. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. As of (B)(6) 2024, the sample was not available for evaluation. If the sample is ever received, then the complaint will be reopened and updated accordingly. The complaint was confirmed for a potential withdrawal issue. The exact root cause cannot be determined. The likely cause was determined to have been suture lockup resulting in a device withdrawal issue requiring surgical intervention. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).